Event description:
The pt had been accepted from another hcp 2002. The pt had bee experiencing cyclical periods of sedation, urinary retention, and decreased pain followed by periods of increased pain, nausea, diarrhea, and acrid smell and taste-several days of each. In 09/2002, the catheter was evaluated and reported as good. The catheter was repositioned in 2003-pulling back slightly secondary to kink. The pt's symptoms improved after this and then restarted slightly in november 2003. At the 05/2004 visit, the pt was reported to have escalation of alternating withdrawal symptoms and periods of heavy sedation. The pt had been using supplemental lortab during the periods of "supposed less med". The pt condition is reported as stable. He is "considering possible back surgery that may cut catheter and replacment would then be required.